Event description:
Pt presented to ed in respiratory distress. Placed on ventilator. Pt continued to "buck" ventilator. Diprivan drip ordered at 3m1/hr for sedation while ventilated. Infusion started at 0121 in 2004. At 0150, pt found unresponsive, pump turned off and bottle (100m1) of diprivan empty. Pump showed volume infused only 1.2 m1. Pump rate and volume verified to be correct. Potential free-flow failure to pump. Pt is in intensive care unit. Still ventilated and non-responsive.